Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had been going through batteries quickly. Customer was assisted with low battery troubleshooting. Customer's blood glucose level at the time was unknown. Customer stated that they used recommended batteries. Customer stated that no weak battery alert received after putting new batteries in. Battery out limit troubleshoot was performed. Customer stated that battery out limit alarmed during normal use. Troubleshooting for alarms was performed. Troubleshooting found that the insulin pump alarmed for external ram error and unexpected restart. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.